Event description:
It was reported that the patient experienced recurring incontinence with a male sling system due to leak. An artificial urinary sphincter was implanted to keep the patient dry. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.